Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan alleging that the onetouch ultra meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the readings were 120 points higher on her meter than on another meter performed within 30 minutes of each other. The pt was given 50 units of regular insulin on her meter. The pt felt very dizzy, sweaty, and had blurry vision after the readings were obtained. The pt was given 4 glucose tablets and 1 ounce of orange juice by a doctor at the doctor's office. The pt is unsure how much time passed between the time he was given insulin and the time he went to the doctor's office. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. The pt's testing steps were correct. The test strips were within expiration dating. This complaint is being reported because the pt said the readings were inaccurately high, took add'l insulin based on the results, and subsequently suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.